Event description:
It was reported that the devices were used during a radical prostatectomy, it was reported by the rep that the surgeon used (2) mcl20's for the procedure. Both instruments failed because clips did not completely close over vessels. A third mcl20 was used to complete the case without incident. There was no consequence to the pt.